Manufacturer narrative:
From the review of the device history records for this lot there were no non-conformances. There is no evidence in the manufacturing history of this lot to suggest that a manufacturing error caused the adverse event reported. The failure mode is identified as fixation too close to edge of scaffold. The effect is device mechanical failure (device migration). This is not the exact same cause of the complaint however; the potential cause is due to incorrect placement of fixation device (e.g. Suture, staple). The galaflex IFU 400108 indicates that surgical fixation be placed ¼ to ½ inches (6 to 12mm) apart at a distance approximately ¼ inch (6mm) from the edge of the scaffold. The failure mode may be due to the mesh being fixated to tightly causing the deformation of the breast.

Event description:
On (B)(6) 2014, the subject had a superior pedicle mastopexy with a vertical incision. No complications or adverse events were reported during the procedure. An adverse event of 'breast ptosis' was reported on (B)(6) 2014. There was a probable relation to galaflex mesh reported and a possible relation to the mastopexy procedure. The event severity was reported as moderate.